Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first instrument noted one 8 dpt device loading unit (dlu) was received preloaded on the instrument. Visual inspection of the second device noted the timing was disengaged. The articulation knobs of both instruments functioned properly. The first instrument was applied to the appropriate test media. The remaining three tacks deployed but did not seat properly in the test media. The unit was disassembled and damage was noted to the spur gear. The handle of the second instrument could be actuated and cycled properly with no dlu attached. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. However, since no dlus were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device would not fire or tack would not go to the mesh. There was no patient injury.